Event description:
A continuous cycling peritoneal dialysis (ccpd) patient caregiver called technical support to report that the patient was experiencing abdominal pain due to an infection. The patient was taken to the hospital. Upon follow up with the patient's pd nurse, she confirms that the patient was diagnosed with touch contamination peritonitis and hospitalized. Additionally, the patient changed treatment modalities to hemodialysis during the healing process. The following is from the patient's medical records provided by the treatment facility: the patient is (B)(6) woman who presented to the emergency room department with diarrhea and abdominal pain. Emergency room work up included a white count of (B)(6) and pd fluid 6202 white cells, primarily neutrophils. The patient was diagnosed with e.coli positive peritonitis and treated with ceftriaxone and ceftazidime intravenously in the emergency room. She was then put on gentamicin and vancomycin through the pd catheter. Her pain subsided. During her admission she was found to have hypokalemia and hypomagnesemia. She was also noted to have lower extremity edema. She had recently been switched from 2.5% to 1.5% due to blood pressure in the 85 to 90 range. She was treated with 1.5% alternating with 2.5% to try to carefully ultrafiltrate. The patient was discharged (B)(6) 2015.

Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records and the clinical investigation reveals the following: based on the 42 pages of medical records and information obtained from verbal reports: the medical records reveal that the patient did have peritonitis with e. Coli, found on dialysate fluid cultures. The patient presented to the emergency room department with diarrhea and abdominal pain. There are no medical findings that the event was caused by fmc products. A supplemental medwatch report will be submitted upon completion of the device investigation.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.